Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. Moreover, it was also noted that the helix has not moved on fluoroscopy even after the boston scientific technical services (ts) suggested to try extending first then retract. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.